Event description:
It was reported that a thrombus occurred. During the index procedure, a 27mm watchman ® laa closure device was deployed, but was determined to be too proximal. A full recapture was performed and the device was repositioned and then released successfully. During the follow-up appointment, imaging revealed a thrombus on the atrial facing surface of the watchman device. No action was taken. The event was considered not recovered/not resolved.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).